Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "possible rupture", "decreased in size", and an exchange of textured devices due to patient's concern with product. This record is for the left side. Device remains implanted.

Event description:
Patient reported "possible rupture", "decreased in size", and an exchange of textured devices due to patient's concern with product. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Correction to initial medwatch 2412932 the correct aware date (g3) is: 23/jul/2021.